Manufacturer narrative:
Method: device not returned; results: manufacturing records for this product could not be reviewed because no lot was provided and no parts were returned as the implants remain implanted. Conclusion: the stryker rep stated that the patient had severe osteoporosis, so the probable root cause is patient disease, due to the decreased bone quality caused by osteoporosis.

Event description:
It was reported that; this former surgery happened at (B)(6) 2014, at (B)(6). The patient went to hospital because of cervical spondylosis of postoperative that the intervertebral fusion cage was subsidence. The doctor did anterior revision for her: removed internal fixation, used reflex hybrid composite titanium plate (stryker) fixation.

Event description:
It was reported that; this former surgery happened at (B)(6) 2014, at (B)(6) hospital .the patient went to hospital because of cervical spondylosis of postoperative that the intervertebral fusion cage was subsidence. The doctor did anterior revision for her : removed internal fixation, used reflex hybrid composite titanium plate (stryker) fixation.